Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "fallen breast", slight discomfort, cysts, and rupture.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii, "fallen breast", slight discomfort, cysts, and rupture. Healthcare professional additionally "five oval hypoechoic solid nodules" not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.